Manufacturer narrative:
Correction to d2a: common device name and d2b: classification code. H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows the product after use. Since the product was not in use, an external fluid leak could not be verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the plastic housing of a polyflux 14l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.